Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation and was unable to communicate with or charge her ipg. The patient stated she had recently gone through a pregnancy and had not charged for approximately 2 months. The sjm representative met with the patient and confirmed the issue. The patient is to be sent a replacement le charging system. If the replacement charging system does not resolve the issue, surgical intervention may be taken at a later date to address this issue.